Event description:
Liner revised due to recurrent anterior dislocation.

Manufacturer narrative:
H3, h6 - non-destructive visual evaluation war performed on the 520628a s-rom poly-dial liner. The acetabular liner showed limited burnishing due to wear, some scratching and gouging due to removal, and some deformation due to the dislocation process. There were no apparent materials or mfg defects noted on the component.